Manufacturer narrative:
(B) (4). (B) (4): . Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was calcified, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured after the first inflation. In this case, it is likely that during the balloon inflation, interaction with the calcified anatomy contributed to the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during pre-dilatation with the voyager balloon catheter, the balloon ruptured at 3 atms. Another voyager balloon catheter was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.